Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received a pump error alarm during bolus delivery. The customer's blood glucose was 11 mmol/l at the time of incident. The customer stated that the bolus amount was recorded in the daily history. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The formatted history file confirmed multiple pump error 53 alarms, line number 49709 file number 23, line number 18710 file number 18555, and line number 8175 file number 35349. Unable to determine the root cause. The pump was received with a scratched case, a pillowing keypad overlay, and a fading serial number label.